Event description:
Additional information was received that device based testing was performed and the device successfully converted at 1.1j and 41j with a shock impedance measurement within acceptable limits.

Event description:
Additional information was received that the chest x-ray appeared unremarkable. No further information was available.

Event description:
Boston scientific received information that this device system displayed a shock impedance measurement of greater than 125 ohms. The patient was brought into the clinic. The physician ordered a chest xray and the patient was sent home. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no intervention is planned at this time and the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. Boston scientific technical services (ts) discussed potential causes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.